Manufacturer narrative:
The technician found the brakes were missing the roll pin. The technician replaced the roll pin and brake cam to resolve the issue.

Event description:
The technician alleged that the brakes on the bed did not hold. No patient impact.